Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working and the physician reported that there was no liquid inside the device. The ipp is currently implanted. There were no patient complications reported.